Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2015 a patient in (B)(6) patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg)tube placement. In (B)(6) 2016 the patient developed redness at the stoma site area. The physician treated the stoma site with an unknown antibiotic and the stoma site improved. The device is still in the patient.